Event description:
It was reported that during a knee arthroscopy two wand were opened and inserted into the quantum ii console, once they were plugged in the port an e3 error was showed in the console. The procedure was completed with no use of radiofrequency at the end, no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use were reviewed and contains warnings and precautionary measures related to proper use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection under magnification of the wand shows minimal electrode erosion. During functional evaluation the fuse resistance was measured and registered 1,250 ohms prior to activation and this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller and registered an e7-error. The error e-7 was by-passed using a fixture box. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was not confirmed. Factors that could contribute to the event reported: 1- an e3 will occur if a use-limiting wand exceeds its total active life or remains connected to a generator longer than its total life. 2- an error e-3 will also occur if a use-limiting wand remains connected to a generator that has been powered off and powered on again. 3- an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use (IFU) was reviewed and contains warnings and precautionary measures related to proper use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1- an e3 will occur if a use-limiting wand exceeds its total active life or remains connected to a generator longer than its total life. 2- an error e-3 will also occur if a use-limiting wand remains connected to a generator that has been powered off and powered on again. 3- an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.